Event description:
It was reported that the right ventricular (rv) lead exhibited high threshold as a result of a recent fall. Physician discussed the tricuspid valve may have knocked the lead loose. This lead was repositioned and remains in service. No additional adverse patient effects were reported.